Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was broken as the serter was pulling on the sensor. Customer's blood glucose was unknown. Customer agree to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection and found one of two sensor needles bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Found both sensors whole with no broken or missing parts.